Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient suffered from an accidental overdose by miscalculating an injection by 10x. The patient reported that he was at a concert when a pod alarm occurred; he said he was able to deactivate that pod and stop the alarm but he kept the pod on for the time being. He reports that he gave himself a manual injection, which he had not done in several years. He meant to give himself a bolus of 6 units, but ended up injecting 60 units instead. The patient stated that one of the factors that led to the miscalculation of the manual bolus via syringe was that his syringe measurement units were in "ccs" and he has not had to make those kinds of calculations in ten years - since being on pump therapy. The patient reported that it was 8:40pm on (B)(6) 2019 that he realized he had taken too much insulin and it was after this that he was taken to the ER (emergency room). He was in the ER overnight until 4:30am on (B)(6) 2019. The patient stated he was given dextrose through an IV and he believes he was given cortisone to counteract the insulin overdose he had given himself. The pod was removed and discarded at the hospital. He stated that he was able to activate a new pod on (B)(6) 2019 at about 5am. No blood glucose levels were provided.